Event description:
It was reported that (1) al326 device was used during a laparoscopic cholecystectomy procedure.it was reported by the rep that the al326 would not fire clips, as a result. A new al326 was used to complete the case. There was no consequence to the pt.